Event description:
It was reported that the dexcom was not working. The patient stated that the cgm was not working with her omnipod pump. The patient was trying to sync the two devices. After trying to pair a second sensor, she received an error after the two hour warm up. The patient stated she remembered the error to be "it was not connecting, try again" or "connect the transmitter. On the day of the event, the patient stated that her mother knew she (the patient) was sick and could not get a hold of the patient. The patient's mother asked the patient's neighbor to check on the patient and when she found her, the patient was laying down in her vomit and was sick. She stated she experienced chest pain (burning feeling), constant vomiting. She kept drinking water and had no idea what was happening to her. The neighbor called an ambulance and the patient was transported to the hospital. The patient's bg was 10000 mg/dl, which affected the patient's heart catheterization and led to diabetic ketoacidosis. The patient was treated with IV and manual insulin after every meal. The patient could not recall how long after the error occurred that she started experiencing symptoms. At the time of the report, the patient was on her 7th day in the intensive care unit but was stable. Data was evaluated and the allegation of the dexcom not working was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.